Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia, including a documented glucose reading below 40 mg/dl requiring two glucagon injections on one occasion and additional episodes with readings in the 50s that were treated with carbohydrate intake; events occurred both after meals and at varied times without a clear precipitating factor. Symptoms included low blood glucose with associated acute hypoglycemic manifestations. Outcomes included transient functional limitation requiring urgent self-treatment and caregiver assistance, without emergency medical services or hospitalization. Investigation included phone-based troubleshooting, review of recent use and synchronization status, user education on avoiding overtreatment, and referral to the clinical training specialist for further guidance while the system continues adaptation. Investigation of this case revealed no device alarms, no identified hardware malfunction, and no reproducible fault; the pattern was consistent with glycemic variability during early use and potential overcorrection of lows. It was concluded that the cause of the hypoglycemic events was indeterminate with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.